Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The water cannot flow through the gripper product, the fluid stops before pass the base. The water could not flow through the gripper product, the fluid stopped before pass the base. Manufacturing controls are in place to help prevent occurrence of the confirmed issue; however, a correction action preventive action (CAPA) was issued, in order to determine the root cause and implement proper corrective actions if applicable upon completion of the investigation. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that when performing priming at a pre-use check, the customer noticed medical fluid did not pass through the product due an occlusion in it.. No patient injury was reported.